Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer loaded another cartridge and insulin was not observed exiting the cartridge. Another cartridge was used and the issue reoccurred. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 259 mg/dl.